Event description:
It was reported that: the catheter cracked up the middle, between fingers with minimal pressure upon inspection. Prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 24-jul-2023, and the follow up report, submitted on 18-aug-2023, should be retracted.

Event description:
It was reported that: the catheter cracked up the middle, between fingers with minimal pressure upon inspection. Prior to use. There was no patient involved.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened arterial kit for analysis. No clear signs of use were observed. Visual inspection of the catheter revealed no obvious defects or anomalies. It was observed that the guide wire tubing contained a split down the extrusion; however, further analysis of the product drawings and lab inventory samples revealed that the split is part of the device design. This split allows the handle of the guide wire to move up/down the extrusion. The instructions-for-use (IFU) provided with the kit informs the user, "remove guard. Trial advance and retract guidewire through needle using guidewire handle to ensure proper function. Where provided, catheter hub wing clip may be removed if desired." The guide wire handle was moved up/down the guide wire tubing. Little to no resistance was observed as the handle moved freely through the slit as intended. A device history record review was performed with no relevant findings. The report of a damaged catheter/guide wire tubing could not be confirmed through complaint investigation. The customer reported that a slit was observed in the plastic tubing. Visual analysis of the sample and confirmation from the catheterization product drawing revealed that the split is an intended part of the device design as it allows the guide wire handle to move up/down the tubing extrusion. No defects or anomalies were observed on the catheter. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the catheter cracked up the middle, between fingers with minimal pressure upon inspection. Prior to use. There was no patient involved.